Manufacturer narrative:
Literature citation: hage et al. Proximal interphalangeal joint silicone arthroplasty for posttraumatic arthritis. The journal of hand surgery. 1999; 24a: 73-77. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1999 literature article, by hage et al. Titled proximal interphalangeal joint silicone arthroplasty for posttraumatic arthritis, the authors report 2 revisions following pip joint arthroplasty with swanson finger joint implants.